Manufacturer narrative:
H3: analysis of the ins found no significant anomaly. The ins was functionally okay with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Please note, d12 applies to the leads and d15 applies to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the whole system, including the leas was explanted.

Manufacturer narrative:
Concomitant products: product ID: 977a1, serial#: unknown, product type: lead. Product ID: 977a1, serial#: unknown. Other relevant device(s) are: product ID: 977a1, serial/lot #: unknown; product ID: 977a1, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the device presented an elective replacement indicator (eri) message and screen 99 (1-intellis 2- 3.6 3- 4048 4- device modelsm.c) during communication with the patient controller. The patient felt shocks. It was unknown if there were any contributing factors. Troubleshooting was performed of telemetry with the clinician tablet, patient controller, and recharger. The cause was unknown. The ins was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a regulatory/competent authority stated that the patient had reported on (B)(6) 2021 that they received a very high stimulus intensity and that their patient controller indicated the ins had reached eri. The ins was noted to have been implanted on (B)(6) 2021 and when the patient was seen on (B)(6) 2021, ¿everything was in perfect working order.¿ it was noted that as of (B)(6) 2021, the ins had been charging normally and the impedances were ok and within normal ranges; the patient was programmed at that time. Interrogation of the ins performed on (B)(6) 2021 found that the ins was turned off and that there had been no attempt to recharge the ins from implant to (B)(6) 2021. When questioned about this, the patient reported having recharged over the weekend ((B)(6)-17/18); however, there was no record of this in the ins. Impedance testing was performed and found everything was normal. The ins was to be turned on at that point; however, the patient indicated that they no longer trusted the equipment and that they were determined to have the entire system removed. The ins was ultimately tested prior to removal on (B)(6) 2021 and everything was found to be normal at that time.